Event description:
The customer reported, the system intermittently displays a collimator iris error, and there is shadowing on the images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. The collimator was tested and found to be operating correctly. The system operates as intended. There was no accidental radiation occurrence.